Event description:
The customer reported that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 307 mg/dl. Prior to the event, the customer got a no delivery alarm, and she didn't know how to clear it, causing her blood glucose levels to elevate. The customer also stated that she had an infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.